Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple automatic mode switch episodes and one high ventricular frequency episode due to oversensing on the atrial and ventricular channels were observed. All the electrical parameters were stable and in range. Abbott technical support was contacted and the oversensing was confirmed with suspected lead damage due to friction between the atrial and right ventricular leads. Provocative testing was completed and noise on the lv lead was reproduced. The patient was asymptomatic during these episodes and no x-ray imaging was performed. Instead, the device was reprogrammed to decrease the ventricular sensitivity and the patient will be closely monitored. Leads replacement is possible in the future. Related manufacturer reference number: 2017865-2021-26998.